Manufacturer narrative:
H6: investigation summary: bd had not received samples, but photos were provided by the customer for investigation. The photos were reviewed and the indicated failure mode for defective locking mechanism and needle stick injury with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. Bd has initiated further root cause investigation relating to the issue of defective locking mechanism through a corrective and preventive action (CAPA) 1465371. See h.10.

Event description:
It was reported that during use with a bd vacutainer® eclipse¿ blood collection needle there was a retraction issue and needle stick occurred on finger. The patient was then tested for syphilis and aids. The following information was provided by the initial reporter, translated from chinese to english: after pressing the eclipse shield, it stabbed the finger of the other hand while pushing into the sharps barrel. Bleeding, it was only after the stabbing that the eclipse shield had fallen off. The blood sampling nurse handled the injured finger promptly, and the patient's blood test results for syphilis and aids were negative. The blood collection team leader stated that this was the second needle stick injury that occurred after the department used eclipse. In the past, the eclipse shield of the blood collection needle was found to have fallen off. The company is required to be responsible for the inspection costs of the needle-stick nurses, and to make product survey feedback.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that during use with a bd vacutainer® eclipse¿ blood collection needle there was a retraction issue and needle stick occurred on finger. The patient was then tested for (B)(6). The following information was provided by the initial reporter, translated from (B)(6) to english: after pressing the eclipse shield, it stabbed the finger of the other hand while pushing into the sharps barrel. Bleeding, it was only after the stabbing that the eclipse shield had fallen off. The blood sampling nurse handled the injured finger promptly, and the patient's blood test results for (B)(6) were negative. The blood collection team leader stated that this was the second needle stick injury that occurred after the department used eclipse. In the past, the eclipse shield of the blood collection needle was found to have fallen off. The company is required to be responsible for the inspection costs of the needle-stick nurses, and to make product survey feedback.